Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) leaked at the filling port prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from march 31, 2020 - april 1, 2020. H10: the actual device was received for evaluation. A visual inspection was performed and a leak was identified. The cause of leak was due to detached tubing line at the solvent bonded junction of the stressmember located near the fillport area. Trace of solvent was observed on the tubing. The reported condition was verified. The cause of the condition was due to an assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.